Event description:
It was reported that a patient underwent a skin lesion excision procedure on (B)(6), 2026, and suture was used. The patient underwent surgery at 10:19. After the first stitch was sutured during the operation, it was found that the part where the suture and needle were connected was broken. The doctor immediately removed it and replaced it with a new suture. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and non-conformances no related to the reported complaint condition were identified. The following information was requested, but unavailable: --received information as following from sales rep. Please refer to the event description, other information requested is unknown. Please clarify, did the needle broke or did the suture thread separated from the needle during use on the patient? If different, please explain. *if needle breakage occurred: - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. - did this event contribute to any patient adverse event? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.